Event description:
This report is based on information provided by service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while at the service bench it was found that the ECG (electrocardiogram) flexi cable has been pulled from the ECG (electrocardiogram) board due to the ECG (electrocardiogram) nut coming loose internally allowing the flexi cable to be pulled away from the board. To correct the issue, the front case assembly was replaced and the device was restored.

Event description:
This report is based on information provided by a service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the while at the bench, the ECG (electrocardiogram) flexi cable was found to be damaged. There was no impact nor harm reported.

Manufacturer narrative:
This report is sent as a correction of the reporting institution information.